Event description:
Received report claiming smart drive mx2+ device failed to disengage the drive motor after having given a double tap of the e3 smart watch. This reportedly caused the end-user to collide the wheelchair into a pole which resulted with the end-user falling out of the wheelchair seating. Minor injuries were sustained as a result.

Manufacturer narrative:
Permobil had received a voluntary medwatch report (mw5118336) that was submitted by the end-user reporting an incident having occurred in (B)(6) 2022 where they alleged having attempted to stop the sd unit via a double tap of tic watch, and the unit continued to drive which caused them to strike a pole and subsequently fall out of the w/c seating. Report claimed the end-user was placed back into the w/c seating by bystanders, and emt was called to assess. The end-user claimed to have been bleeding from the forehead but refused to be transported for further evaluation. End-user reports having no recollection if the e3 smart watch indicated the app was still in focus, or if the watch was showing a blank/dark screen when the event occurred. The end-user reports currently using an apple watch to control the device, and claims having had similar events where the apple watch failed to disengage. The suspect e3 was reportedly given to the end-user's spouse (who also has an smartdrive) and they reportedly have never had an issue. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to know if an anr event occurred, it could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation. Information outlined in the CAPA investigation suggests that the allegations related to failure to disengage drive by tap gestures could be because of an anr error, which if to reoccur, has the potential to lead to a serious injury. As the end-user has no recollection of the app's status at time of the event, and suspect e3 device is reported to remain operational, permobil is unable to confirm if this reported failure was the result of an anr event, thus is unable to reach a determination as to possible root cause without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.